Manufacturer narrative:
The description of the issue provided by the ge on-line engineer and the customer biomed will serve as the source of information for the investigation as the reported main board is no longer available to be returned for investigation. The customer biomed replaced the dash cpu board which includes the defib sync port. This resolved the issue.

Manufacturer narrative:
No report of patient involvement incident date is unknown at this time ge healthcare's investigation is ongoing. A follow-up report will be submitted when the investigation is complete. Device evaluation anticipated, but not yet begun.

Event description:
The customer reported a loss of function of the defib sync connector of the device. There was no patient involvement.